Event description:
On (B)(6) 2014, a ziv6-35-125-6-80-ptx stent was placed on a pt presented with study lesion located right distal sfa. Post-stent dilatation was performed. Final lesion morphology revealed no thrombus or dissection, and the entire length of the stent apposed to the vessel wall. On the same day, the pt experienced "either wire dissection or distal embolization." The reported stated that "this lesion is distal to study lesion and would be either distal embolization or wire trauma." Treatment included aspiration thrombectomy, angioplasty, and placement of a 3 x 33 stent from the right tibioperoneal trunk into the posterior tibial artery. The site reported the event was definitely related to the study procedure. The pt was discharged the same day. No further adverse effects were reported.

Manufacturer narrative:
The device involved in this complaint is 1 x ziv6-35-125-6-80-ptx lot number c973653. According to the initial reporter, the stent remained implanted in the pt and thus not available for evaluation. Therefore, a document based investigation was carried out. A review of the manufacturing records for lot number c973653 revealed no discrepancies that could have contributed to this complaint. The complaint information states that one the same day after implanting zilver ptx sent, the pt experienced either wire dissection (trauma) or distal embolization. This was observed distal to study lesion. The physician rated this event as being related to the procedure and not the zilver ptx device. Additionally, the following information was provided by the medical science office:".. The pt suffered an acute occlusion of their tibial artery following the zilver ptx procedure, with the operator theorizing the occlusion resulted from a dissection or some embolic event that occluded the vessel. "Wire dissection" would be a result of the tip of the wire guide (extended beyond the study lesion during the zilver ptx procedure) injured the blood vessel wall distal to the study lesion, resulting in a dissection of the arterial wall that apparently went unnoticed during the zilver ptx stenting procedure. Dissections can occur in varying degrees, and if large enough a dissection alone can result in obstruction of the vessel lumen. Injury to the vascular wall can also serve as a nidus for thrombus, which could in turn cause vessel occlusion. Distal embolization and wire dissection are very real possibilities with any minimally invasive vascular procedure. They're not common complications, but they are well-recognized complications. The ziler ptx device did not have any significant role in the occurrence of the reported events." Considering the above information, it is highly unlikely that the reported event was caused by the zilver ptx device/stent. The complaint is confirmed based on the customer testimony; however available information suggests that the event is not related to the zilver ptx device. As the condition of use cannot be replicated int eh laboratory, a definitive cause of the reported event cannot be determined. It may be noted that as per instruction for use for this device, thrombosis, embolism and vessel perforation or rupture are known potential adverse events that may be associated with placement zilver ptx device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to the reporter, the pt was discharged on the same day after the treatment (which included thrombectomy, angioplasty, and additional stent placement into the posterior tibial artery). No further adverse effects were reported. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.